Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a 2nd right knee revision due to loosening of the femoral component, chronic medial femoral condylar fracture, and malrotation of the tibial component. The surgeon noted the patient¿s knee gave out in (B)(6) of 2018, causing a fall. The surgeon reported a medial femoral condylar fracture with sclerosis and fibrous tissue in the area. He noted the femoral component was loose, and fibrous tissue surrounded the sleeve, and was excised. The surgeon reported the tibial component was well-fixed. The femoral and tibial components were revised. He indicated the patellar tracking was reasonable, and was retained. The patient was implanted with depuy components and competitor bone cement.